Event description:
In 2008, the patient reported that his blood glucose has been elevated since three days earlier. He stated that his blood glucose measured "hi" on his blood glucose monitor (over 600 mg/dl) and he felt weak, tired, dizzy, and thirsty. He corrected his blood glucose by injecting insulin via syringe. His normal blood glucose level is 150 mg/dl. He stated that he had been in contact with his physician and was advised to disconnect from the infusion device and to switch to injection therapy. It was suggested that the patient switch to his backup infusion device after speaking to his physician. Upon follow up on the following month, the patient stated that his blood glucose returned to normal after switching to his backup infusion device. His physician believes the primary device is under delivering insulin. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.